Event description:
The customer reported a speaker malfunction. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Date of report 11may2021.

Event description:
The customer reported a speaker malfunction. The device was not in use on a patient at the time of event, there was no adverse event reported.